Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 52.8mm thoracic aneurysm. It was reported during the index procedure while preparing the valiant stent graft prior to insertion into the patient, saline solution was flushed through the side port however it did not expel from the gap between the outer sheath and the distal tip despite repeated flushes. The saline solution was instead observed coming out from the gap between the screw gear and the handle. To ensureair removal was complete the physician elected not to use the stent graft and an additional valiant stent was implanted and the procedure completed successfully. Per the physician the cause of the event was due to a product defect. No additional clinical sequelae were reported and the patient is fine.